Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. : h3 investigation summary: the product was returned for evaluation. A visual inspection was conducted the returned sample. Upon visual analysis of the returned product revealed that an empty opened labeled winding former and a dispensed needle-suture product code sxpp1a404 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and have both sides of the fixation tab broken. In addition, a side tab was returned for analysis, the piece was examined, and was noted body fluids and cut. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # : (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab was broken during use. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.